Manufacturer narrative:
A partial lead with the connector pin measuring 5.3cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that patient received inappropriate high voltage therapy due to noise. Noise could not be reproduced in-clinic by manipulation. During procedure, upon gently manipulating the lead and device header, the lead insulation pulled away from the header, leaving the lead pin still inside the device header. Lead was capped and replaced. Patient condition was fine after the event.